Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, while cutting the rectum surgeon heard a big sound and handle broke. The surgeon also noticed that the reload didn't form a perfect b shape. Surgeon replaced the handle to resolve the issue. No patient injury.